Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: review of (B)(4) 2010 surgical report did not reveal any deviations from the surgical technique. Surgical report for revision surgery stated that the tibial component had subsided down into the tibia and was grossly loose. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the patient's knee was revised due to tibial component loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The tibial component was returned assembled with stem extension. Bone cement was adhered. Identified signs of use (nicked or gouged). The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.